Event description:
The customer reported that an instrument from a load that was processed in a cancelled cycle was released and used on a pt. The customer stated that the load was released without reviewing the printout that showed that the cycle had cancelled, because the external color indicator tape had changed color. The customer stated that only one item was used on a pt and that the pt had been treated with a "strong antibiotic to prevent infection". The customer stated that he had not heard whether or not the customer developed an infection. The customer was instructed that the chemical indicator tape only shows that hydrogen peroxide was released into the chamber and does not guarantee sterility if the cycle cancels, that they must check the screen in the unit or the printout to be sure that the cycle completed. The customer verbalized understanding.